Event description:
It was reported that customer received repeated minimum fill notifications while using pump and loading cartridge, with issue occurring earlier in the year before contacting support. There was no adverse impact to the customer's blood glucose level. Customer loaded new cartridge with sufficient usable insulin and successfully resumed insulin delivery, and technical support confirmed case closure and arranged cartridge replacement to maintain customer service, with customer reported as satisfied; no additional outcome details were provided.